Event description:
An endurant ii bifurcated stent graft was implanted during an endovascular procedure for the treatment of a 48.5mm abdominal aortic aneurysm. It was reported the patient returned for a follow-up CT 5 days post the index procedure where a type ia endoleak was observed. As per the physician the cause of the event is due to the patients own anatomy as it was considered that the stent graft might not be sealed enough because originally the central neck was tortuous significantly. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.